Event description:
New information received notes that systemic infection with no erosion was observed. The device system was explanted and replaced. The patient was stable during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-16051, 2017865-2021-16052. It was reported that pocket erosion was observed. The patient¿s condition was not known.